Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the sales representative was unable to establish telemetry with the device. It was noted that the device had reached normal battery depletion. The device currently remains in use. No patient complications have been reported as a result of this event.